Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received.

Event description:
It was reported that the patient's ipg was inoperable. The patient underwent an unrelated surgery weeks ago and has not been able to communicate with the ipg with external devices since. As a result, surgery is anticipated at a future date.